Manufacturer narrative:
The device was returned to zoll medical corporation; review of the device logs showed messages indicating the customer's report. The device was put through extensive testing including bench handling, power cycling, and full functional stress testing with a test ac power supply and battery without duplicating the report. The ac charger assembly was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.